Manufacturer narrative:
E1: initial reporter facility name:(B)(6).

Event description:
It was reported that shaft break occurred, requiring additional intervention. The patient previously underwent dual stenting on the left anterior descending artery (lad) and the left circumflex artery (lcx). Due to suspicions that the lcx stent might not have been optimally deployed and the patient's recurrent symptoms, a decision was made to proceed with a repeat surgical intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified lcx. The physician initially attempted to implant an additional stent in the lcx. A 3.0mm x 12mm quantum maverick balloon catheter was pre-positioned in the lad. The stent was threaded through a non-boston scientific implanted stent in lad toward the lcx but was unsuccessful. The balloon was then withdrawn, and the physician opted to place a stent from the lad to the left main artery. Post-deployment, a 3.0mm x 12mm quantum maverick balloon catheter was used for post-dilatation; however, during advancing, resistance was encountered. The balloon was removed using a 2.0mm balloon to anchor the quantum maverick within the guiding catheter. Upon inspection, the distal end of the balloon's delivery shaft was found to be fractured. Another post-dilatation balloon catheter was used to complete the procedure patient complications. The patient condition was stable post-procedure.

Event description:
It was reported that shaft break occurred, requiring additional intervention. The patient previously underwent dual stenting on the left anterior descending artery (lad) and the left circumflex artery (lcx). Due to suspicions that the lcx stent might not have been optimally deployed and the patient's recurrent symptoms, a decision was made to proceed with a repeat surgical intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified lcx. The physician initially attempted to implant an additional stent in the lcx. A 3.0mm x 12mm quantum maverick balloon catheter was pre-positioned in the lad. The stent was threaded through a non-boston scientific implanted stent in lad toward the lcx but was unsuccessful. The balloon was then withdrawn, and the physician opted to place a stent from the lad to the left main artery. Post-deployment, a 3.0mm x 12mm quantum maverick balloon catheter was used for post-dilatation; however, during advancing, resistance was encountered. The balloon was removed using a 2.0mm balloon to anchor the quantum maverick within the guiding catheter. Upon inspection, the distal end of the balloon's delivery shaft was found to be fractured. Another post-dilatation balloon catheter was used to complete the procedure patient complications. The patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: fg quantum maverick, mr 3.0mm x 12mm, balloon catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found a break in the midshaft 121cm proximal to the strain relief and significant stretching and kinking along the length of the midshaft. The midshaft at the site of the port exchange was slightly torn. No other issues were identified with the device.

Event description:
It was reported that shaft break occurred, requiring additional intervention. The patient previously underwent dual stenting on the left anterior descending artery (lad) and the left circumflex artery (lcx). Due to suspicions that the lcx stent might not have been optimally deployed and the patient's recurrent symptoms, a decision was made to proceed with a repeat surgical intervention. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified lcx. The physician initially attempted to implant an additional stent in the lcx. A 3.0mm x 12mm quantum maverick balloon catheter was pre-positioned in the lad. The stent was threaded through a non-boston scientific implanted stent in lad toward the lcx but was unsuccessful. The balloon was then withdrawn, and the physician opted to place a stent from the lad to the left main artery. Post-deployment, a 3.0mm x 12mm quantum maverick balloon catheter was used for post-dilatation; however, during advancing, resistance was encountered. The balloon was removed using a 2.0mm balloon to anchor the quantum maverick within the guiding catheter. Upon inspection, the distal end of the balloon's delivery shaft was found to be fractured. Another post-dilatation balloon catheter was used to complete the procedure patient complications. The patient condition was stable post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.